Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: as per dfu for this lens model, implantation of this lens in an individual below the age of 21 years is contraindicated. This patient's age is (B)(6). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, - 10.0/+3.0/91 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The patient's last visit on (B)(6) 2016 had a best corrected visual acuity (bcva) of 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens optic torn and lens haptic torn. Dimensional inspection found the lens within specifications. (B)(4).